Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 345 mg/dl. Customer went to the emergency room and bg was treated with an insulin injection. After 30 minutes, customer left the ER feeling nauseous. Bg was 370 mg/dl. Customer reverted to using manual injections for insulin therapy; bg level lowered (value not provided).